Event description:
It was reported that the external pulse generator's atrial sense indicator light lights up whenever the unit is pacing. It was noted that this was not an interference issue, that it flickered whenever atrial pacing was being used. It was also requested that the generator receive its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the external pulse generator's atrial sense indicator light lights up whenever the unit is pacing. It was noted that this was not an interference issue, that it flickered whenever atrial pacing was being used. It was also requested that the generator receive its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the atrial sense indicator light lit up when the unit was pacing and it was attributed to the liquid crystal display being defective. Analysis also found one side bail and the ring cover broken, the ring missing and the keyboard pad and the battery drawer o-ring contaminated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.